Event description:
It was reported that during a low anterior resection procedure, the device could not staple in the central part of the staple line. Additional suturing was performed.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.